Manufacturer narrative:
The device was not returned for investigation; however, a product history record review is pending.

Event description:
A patient underwent coronary artery bypass graft (CABG) surgery via median sternotomy with concomitant posterior wall encircling ablation. Due to the patient¿s anatomy, the clamp could not be positioned appropriately and the surgeon elected to abandon concomitant ablation. When clamp was removed, bleeding was noted, and a pulmonary artery tear was identified. The injury was repaired with sutures. Reported information indicates that the patient experienced no other complications. There was no reported device malfunction, and the adverse event was the result of a procedural complication.